Event description:
It was reported that the pump was warm to the touch while charging. Reportedly, the pump was charging during the event with non-tandem charging supplies. There was no reported adverse impact to the customers blood glucose level. Customer will continue to use current pump.

Manufacturer narrative:
Per the tandem user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.